Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative provided technical assistance to the customer. The customer confirmed the reported complaint. The customer replaced the suction regulator and returned the unit to service.

Event description:
The hospital reported the unit had weak suction, discovered during pre-use checkout. There was no report of patient involvement.